Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge. It was reported that customer is re-filling previously filled cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen.